Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The large hem-o-lok clip applier was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Root cause of severely bent grip tips is attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier would not close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was attempting to clamp a vessel inside the patient. The instrument would not move when commanded and the clip application was unsuccessful. The clip would not close. The instrument failed on the first attempt of clip application.